Event description:
It was reported that an obtryx ii system - curved device was used during a sling procedure. It was noted that during the procedure, the device twisted and split. The procedure was completed, and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of torn mesh.